Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the mesher comb was not working. No further information provided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being submitted to relay additional information. Review of the most recent repair record identified repairs unrelated to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. This is a limited investigation. A review of the device history records and a complaint history review will not be completed for limited investigation complaints a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.